Event description:
The issue of the device is unknown. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lens, and a damaged battery compartment. Functional testing was unable to verify the unknown reported issue, however, it revealed the dso seal damage. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.